Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50 mm x 20 mm emerge balloon catheter was advance for dilatation. However, during the procedure, the balloon ruptured. It was also noted that the protector tip was damaged. The procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition post-procedure.